Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-02967.

Event description:
The consumer reported false positive results with binaxnow covid-19 antigen self-test performed on a nasal sample using the kit swab. This MFR. Report addresses patient results one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on 09may2022. Confirmation testing via unknown pcr and molecular platforms performed on 09may2022 generated negative results. The patient was reportedly symptomatic. The consumer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 182895 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 182895 and test base part number 195-430h / lot 180814. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 182895 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.